Event description:
It was reported the sensor was giving inaccurate reading, which was causing the insulin pump to into threshold suspend. Customer's blood glucose was over 100 mg/dl and sensor glucose was 60 mg/dl. In the morning blood glucose was 250 mg/dl and sensor glucose was 120 mg/dl. Current readings were sensor 59 mg/dl and blood glucose was 111 mg/dl. Threshold suspend is set at 60 mg/dl. Customer was advised how to properly calibrate the device and how to insure proper site. Sensor was inserted in the abdomen area. Customer was advised to monitor the sensor. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.